Event description:
The hospital reported that during preparation for a coronary artery bypass graft surgery, the heartstring seal cracked while loading into the delivery tube. The hospital did not provide any additional info. No pt complications were reported by the hospital.